Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had a pca syringe not recognized was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pca alarming that "syringe was not clamped". Customer assessed the device and found that the top, flat part of the plunger on a bd 60 ml luer-lock syringe was broken off in such a way that the sensor pca pump would not seat properly, therefore not recognizing a syringe was in place. Customer was able to troubleshoot by flipping the syringe to the portion that was not broken and resume drug administration. There was patient involvement, however the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pca alarming that "syringe was not clamped". Customer assessed the device and found that the top, flat part of the plunger on a bd 60 ml luer-lock syringe was broken off in such a way that the sensor pca pump would not seat properly, therefore not recognizing a syringe was in place. Customer was able to troubleshoot by flipping the syringe to the portion that was not broken and resume drug administration. There was patient involvement, however the outcome is unknown.